Manufacturer narrative:
The device will not been returned for evaluation as it was discarded. If more information becomes available a supplemental report will be filed accordingly.

Event description:
The company representative indicated that two needles failed during an endobronchial ultrasound (ebus) procedure. The 21g needle failed to lock into the scope. The doctor was not able to move the handle of the device downward, which caused an inability to obtain a tissue sample. The doctor used a second 22g needle and was able to push the handle down in order to collect a sample. However, he was unable to push the needle back into the sheath. The inability to retract led to the needle being stuck¿ in the patient. Some bleeding post removal occurred that the interventionalist was able to manage with cryotherapy. No other patient issues were reported.